Event description:
Complainant alleged that a 52 year old male patient, who had suffered an acute myocardial infarction on a baseball field, was transported to the hospital where the emergency room staff attempted to pace the patient's heart. The device's settings were set at 70 ppm and 140 ma. The complainant alleged that the device failed to capture the patient's heart rate. The patient was transferred to another facility where he subsequently expired.